Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products. Item# 24-6546, lot# 845430d, tmj system 45mm lft standard mand. Item# ni, lot# ni, unknown screw. G2: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a tmj revision due to being unable to open the mouth, an unknown hardware failure, and screws not being attached to the bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections a4, b4, b5, e1, g3, g6, h2, h10, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.